Event description:
It was reported that during surgery the universal ao reamer attachment broke into many parts. It was reported that surgery time was extended by approx five mins. There was no pt harm and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.